Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 150cm 2mm×150mm coyote balloon catheter. No patient complications were reported and the patient's status was stable.